Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse effect to customer's blood glucose level. Customer declined further troubleshooting. Multiple follow up attempts were performed by tandem technical support, however, customer did not respond.